Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was found to be activating out of specification. The pump was in good condition, and no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative needed to replace the dso rubber seal.

Event description:
It was reported that the pump's closure pressure was too low. There was unknown patient involvement, and unknown signs or symptoms experienced.